Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the soft cannula of the infusion set slipped out of the skin; issue occurred a few times. Caller stated patient's blood glucose level went up to hi; was able to get under control by himself in conjunction with consultation with his diabetes counselor. No adverse event reported. Requested return of the alleged device for evaluation.